Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly as well as the system pcb to interface pcb flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that only the on button located on the main keypad assembly of their device would respond when pressed; however, other critical buttons such as charge and shock were not responsive. There was patient use associated with the reported event and the customer advised that they were trying to transmit the patient's data when the issue was observed; however, no further details about the patient or the event were provided.